Manufacturer narrative:
Manufacturer completed the entire form. Additional manufacturer narrative: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation, once it is completed.

Event description:
A report was received stating that during use of the listed tracheostomy tube on a homecare patient, an in-line suction catheter (manufactured by another firm) became lodged onto the tube's 15 mm connector. The patient's mother reported she was unable to remove the suction catheter; therefore, an emergency tube change was performed. No permanent adverse effects to patient reported.